Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. The balloon was found to be ruptured and the ruptured edges of the balloon latex were was not able to match up. Thru-lumen was found to be completely occluded with unknown material located at 40 cm marker and 7 cm from the hub. No visible damage to the catheter body was observed. The catheter was sent to chemistry for ir spectrum testing. The ir spectrum of the unknown black material found in thru-lumen at both 40 cm from the tip and at 7 cm from the hub showed similar absorption characteristics when comparing to zein-like material. Balloon testing performed with lab syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The amount of fluid in the syringe should be checked before each inflation. Do not exceed the recommended maximum inflation volume. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that saline leakage was observed from the balloon area before use. Saline leakage occurred when the balloon was inflated with specified volume. This occurred before use so there was no patient involvement.